Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2018-01758, 3005168196-2018-01759, 3005168196-2018-01760.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician successfully deployed and detached a ruby coil in the target vessel using a lantern. While attempting to advance a new ruby coil through the lantern, the ruby coil became stuck; therefore, it was removed. It was reported that the same issue occurred with two other ruby coils; therefore, the lantern and ruby coils were removed. The procedure was completed using a new lantern and other coils. There was no report of an adverse effect to the patient.